Event description:
Event description boston scientific, crm received information that the battery voltage of this cardiac resynchronization therapy defibrillator (crt-d) device was noted to be 2.89 v while the device was still in the box and in storage mode. This was noted prior to implant and the device will be returned for analysis. This device is included in the advisory population described in the physician communication on march 11, 2006.